Manufacturer narrative:
One suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that the downstream occlusion (dso) seal was torn and was then replaced. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a torn piece of a dso seal.

Event description:
It was reported that the downstream occlusion (dso) seal of an infusion pump was torn. The issue occurred during testing and there was no patient involvement.